Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined rv coil impedance and high and undefined pacing impedances, both of which have been high since implant. A poor connection of the rv lead to the ICD (implantable cardioverter defibrillator) header is suspected. No intervention nor reprogramming has been completed at this time. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction (from #001 supplemental): should be 31 mar 2020. If information is provided in the future, a supplemental report will be issued.